Event description:
The initial reporter questioned high results for "several" patient samples tested for sodium (na) on a cobas 8000 cobas ise module (double). Of the data provided for 4 patient samples, the results for 3 patient samples were discrepant. Patient 1 initial result was 151 mmol/l. The repeat result was 142 mmol/l. Patient 2 initial result was 149 mmol/l. The repeat result was 143 mmol/l. Patient 3 initial result was 151 mmol/l. The repeat result was 143 mmol/l. The repeat results were from a different ise module.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The reference solutions were replaced and the issue was resolved. The investigation is ongoing.

Manufacturer narrative:
Based on the information provided, the cause of the event could not be determined.